Manufacturer narrative:
This device is a combination product.

Event description:
It was reported that stent damage occurred. The 93% stenosed target lesion was located in the middle and distal end of left circumflex artery. A 16 x 2.25 promus premier drug-eluting stent was advanced for treatment, but failed to cross the lesion. However, when the device was removed, the stent struts were found to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 93% stenosed target lesion was located in the middle and distal end of left circumflex artery. A 16 x 2.25 promus premier drug-eluting stent was advanced for treatment, but failed to cross the lesion. However, when the device was removed, the stent struts were found to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
This device is a combination product. Device evaluated by MFR.:promus premier ous mr 16 x 2.25mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid stent damage, with stent struts raised. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.